Event description:
It was reported by the customer that a bd pyxis medstation es system had a multiple issues on drawer. The customer stated they had about 30 minutes of delay in accessing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, d3, d5, e1, e3, g1, g2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 08-oct-2022 to 07- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers failed to detect on the bus. The field service engineer replaced multiple slides, multiple parts for cut bus cables and four faulty retractor bands and then reseated all row board cables to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a multiple issues on drawer. The customer stated they had about 30 minutes of delay in accessing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process is complete.

Manufacturer narrative:
Section h6 - updated codes for component, investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that the station failed had a drawer failure. A field service engineer worked with a pharmacy staff to address several issues, which involved replacing various slides and components related to cut bus cables, as well as four defective retractor bands in the unit. The engineer was reseated all row board cables to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.